Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. Refer to internal complaint cc# (B)(4).

Event description:
It was reported that physician completed a myosure for uterine tissue removal procedure on (B)(6) 2015. The physician then viewed the cavity and visualized a "small perforation" and "found no bleeding." No intervention was required and the pt was discharged.